Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a revision procedure where the scs leads were replaced. The patient was doing well postoperatively, and the explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn:m365sc2408560, model:sc-2408-56, serial:(B)(6), batch:7080172. Product family: clik x MRI anchor, upn:m365sc43190, model:sc-4319, batch:34066630.